Manufacturer narrative:
The suspect catheter has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), catheter of the ablation system was found to have deformation due to excess thermal energy. It was reported that the issue was discovered following the procedure upon removal of the catheter. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect fiber was returned to medtronic for evaluation. Visual inspection found that the tip was charred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.